Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and a segment of the conductor wire was dislodged from the yaw pulley at the distal end. A loop of the wire was protruding above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. The probable root cause of conductor wire breakage is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had an exposed wire. The procedure was completed and the patient outcome was not applicable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: there was 1 visible cable protruding from the distal end of the instrument. The damaged observed was a frayed cable. The cable was silver. No wires were exposed due to damaged insulation. The reporter couldn't tell of the cable was intact or broken in half. There were no signs of thermal damage at the site of the insulation damage. There was no loss of cautery associated with the damaged cable. The surgeon did not encounter and issues closing the instrument tip. Images are available for review.